Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited 'charging errors' upon system start up. The system was unable to complete the process of booting to a usable state. No pt serious injury or death was reported related to this event.